Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a notification due to normal eri. The device exhibited intermittent t-wave oversensing on the real-time egm. Programming changes were made and further testing was recommended.